Event description:
Steris received a call from the medical center reporting that a hosp worker exposed to peracetic acid vapors was sent to the e.r. And was subsequently admitted to the hosp. The hosp reported that a system 1 operator noted that the chemical indicator did not correctly change color during the processing cycle, and that there was residual fluid remaining in the steris 20 cup. While disposing of the residual fluid in a room with the door opened and a large fan in the room, the peracetic acid odor/vapor reportedly traveled down a hallway to the e.r. Reception desk. The receptionist on duty, an asthma sufferer, experienced a reaction. The receptionist was sent to the ER and later admitted to the hosp. The receptionist was treated and has returned to work. No further details have been made available.